Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion. The lesion being treated was a calcified, 95% stenotic lesion in a mid lad coronary artery. After several attempts to cross the lesion, the proximal shaft of the catheter broke and was removed. Another catheter was used to complete the procedure. No pt injuries or complications were reported.